Event description:
The nurse practitioner reported via phone call that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was over 400 mg/dl. The caller stated that the insulin pump had alarmed no delivery twice even after infusion set changes. The customer experienced sore throat, diarrhea, vomiting, mild fever, and large amounts of ketones. The customer had gone to see her doctor regarding the high blood glucose, tested for ketones, and was then transported to the hospital. She was treated with an intravenous drip and fluids upon admission and was put back on insulin pump therapy. The customer's blood glucose stabilized to the 100 mg/dl range. After she was put back on the insulin pump, the blood glucose rose again. The insulin pump passed the high pressure test and was deemed to be working as designed. No damage to the device was observed. The caller was advised that the insulin pump could be replaced if the user wished to do so.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.